Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019 product type screening. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who trialing a wireless external neurostimulator (wens). It was reported that intra-op the patient's impedances were within the normal limit. The patient reported stimulation being in their abdomen and an x-ray confirmed the lead was in an anterior position; the physician repositioned the leads and the patient then had stimulation in their left leg and right leg. Upon discharge, the patient was unable to stand and an MRI showed a blood clot occurred in their spine. An emergency surgery was performed- the lead was removed and then the blood clot was removed. The issue was resolved. No further complications reported.